Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with the safety clamp not fitting was confirmed and duplicated during product evaluation. The root cause was not identified. The cause of the problem was not identified because the device was returned unrepaired. The service history review revealed that the device has not been previously sent into service for the reported condition of safety clamp does not fit.

Event description:
The facility reported a flo-gard infusion pump with "safety clamp does not fit." According to the facility, this event occurred upon power-up in the general pt ward. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.